Event description:
It was reported the patient had an infection at the ins location. It was stated the patient was at the hospital waiting to have the device system explanted at the time of report. No outcome was reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead model 3889-33 lot # v185451 programmer model 3037 serial # (B)(4).